Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. However, an outer member separation was noted. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
The procedure was to treat a lesion in the mid right coronary artery. Using a femoral access site, pre-dilatation was performed with a high pressure non-compliant (nc) balloon catheter and there was no residual stenosis. Both of the 2.5x18 mm delivery systems could not cross the lesion due to patient's anatomy. After additional dilatation, the procedure was completed with a 2.5x28 mm device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. One of the returned devices revealed that there was an outer member separation.